Event description:
The pt was implanted with a left ventricular assist device. Approximately (B)(6) months post-implant, the flow through the pump was observed to be low and an obstruction was suspected. Insufficient unloading of the pump was observed, the pt developed signs of hemolysis and a decision was made to replace the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.